Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose of 40mg/dl to 406 mg/dl. The pump also alarmed no delivery. Customer indicated that the issue with the alarm was resolved by a complete set change. Troubleshooting was performed and found that the low blood glucose was due to the customer overcorrecting. It was also found that the cannulas were bent on 2 occasions. Customer treated their high blood glucose with a bolus. Customer was advised on proper insertion, taping and site techniques. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.